Event description:
To: FDA, our daughter, (B)(6) , bought 4 thermometers on amazon, two for herself, and 2 for me, none of them work. The manufacturer's instructions say to shake the thermometer 20 times. I shook the thermometer 50 times until my arm ached and the indicator bar did not go down. I want to ask the mfg "is it possible for a sick or elderly person to shake the thermometer 20 times? Never. I wanted a thermometer without batteries because when I need to take the temperature, the battery might be dead. So, please help me. I don't have the label to return three thermometers to amazon. Ref reports: mw5165725, mw5165726, mw5165727.